Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sensing issue warning for the right ventricular (rv) lead due to short v-v interval counts from four months ago till now. However, it was noted that the current measurements are within expected range and there is no current sensing issues noted. The rv lead remains in use. No patient complications have been reported as a result of this event.